Event description:
It was reported that during central processing, the plastic at the tip of the 8mm permanent cautery hook instrument was melted. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: damage was noted while cleaning. Prior to reprocessing no damage was noted by the operating room (or) and no damage. No arcing was reported during the last surgical procedure. The or did not note any damage prior or after the procedure. The or did not recall if they noted any damage after the case. It was noted when arrived in sterile processing to be cleaned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery hook instrument for failure analysis investigation. The instrument was analyzed and was found to exhibit thermal damage on the monopolar yaw pulley at the distal clevis. Material appeared to have burned off due to charring near the distal clevis. The instrument passed the electrical continuity test. Components adjacent to the yaw pulley, as well as the proximal clevis, also showed signs of thermal damage. The probable root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect. If this instrument has thermal damage but no damage to the conductor wire and/or ceramic sleeve, then this damage is the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation. Capacitive coupling from the distal electrode should be detectable by the user as the distal electrode should always be visualized when energy is activated.

Event description:
Refer to h11 for follow-up information.